Event description:
The surgeon was removing the drill from the drill tunnel when the drill broke. The broken drill resulted in a one hour delay in the procedure. It is reported that the surgeon retrieved the broken piece from the patient. There was no patient injury reported.